Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (B)(4). Complaint received as follows: ¿market country: (B)(6). This (B)(6) boy underwent brain surgery at dept of neurosurgery (B)(6) 2011. On the following day it failed to deflate the balloon of his 2-way foley. The medical staff tried to cut off the funnel part at the ward but it still failed to remove it. Even the urologist could not remove this foley, either. At last the little victim was sent to the operating room and the foley was taken out under the cystoscope. At present the victim was discharged.¿

Manufacturer narrative:
The event is deemed serious as it required surgical intervention to prevent permanent damage. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because even through the efforts of experts, the balloon was unable to be deflated except through cystoscopy. Reported to the FDA on (B)(4) 2013.